Event description:
Dear FDA complaints department, I am writing to report serious safety issues with an oxygen concentrator purchased on amazon and request your investigation and necessary action. I recently purchased an oxygen concentrator, link is https://www.amazon.com/dp/b0ctqq1wsb . However, I found that the oxygen concentration of the oxygen concentrator did not meet the standard, causing the user to feel chest tightness at home and a significant decrease in blood oxygen concentration, and had to be hospitalized for treatment. This poses a serious threat to the health of users. Even more concerning is that the seller has not provided any compliant certificates or reports to prove that the oxygen concentrator complies with relevant safety standards. This has caused me to have serious doubts about the legality and quality of the product. I believe this is not just an isolated case, there may be more users facing similar safety risks due to purchasing this oxygen concentrator. As the FDA, you bear the responsibility of protecting public health and safety. I earnestly request that you investigate this matter as soon as possible and take appropriate measures to ensure that the oxygen concentrators sold on the amazon platform comply with relevant regulations and safety standards. This can protect the rights of consumers and prevent similar safety accidents from happening again. I am willing to provide more detailed information and purchase vouchers to support your investigation work.

Event description:
Additional information received on 06-may-2024, for mw5153912. Updating device manufacturer.